Manufacturer narrative:
B3: used the first date of the month of the aware date as no event date was provided. B5: describe event or problem updated: device evaluated by MFR.: the device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. Blood was identified within the balloon and inflation lumen which is evidence of a device leak. The returned device was attached to a boston scientific encore inflation unit. Positive pressure was applied when liquid was observed to be leaking from a balloon pinhole located at distal end of the distal markerband. An examination of the balloon material and markerband identified no issues which could potentially have contributed to this complaint. A visual and microscopic examination found no issue with the tip of the device that could have potentially contributed to the complaint incident. A visual and microscopic examination found no issue with the markerbands that could have potentially contributed to the complaint incident. A visual and tactile examination found no kinks or other damage along the shaft of the device. No other issues were identified during the product analysis.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the vein side. A 3.5-4/4t/40 symmetry 40 balloon catheter was advanced for dilatation. However, during inflation, the balloon ruptured. The procedure was completed with no patient complications reported. It was further reported that the balloon was inflated several times before rupture and the physician determined that no additional inflation was needed, thus the procedure was completed.

Manufacturer narrative:
Used the first date of the month of the aware date as no event date was provided.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the vein side. A 3.5-4/4t/40 symmetry 40 balloon catheter was advanced for dilatation. However, during inflation, the balloon ruptured. The procedure was completed with no patient complications reported.